Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced one of the leads had migrated which caused protrusion from the scalp. Therefore, the patient had a lead revision to correct the lead protrusion. No further information could be obtained despite good faith effort.

Event description:
It was reported that the patient experienced one of the leads had migrated which caused protrusion from the scalp. Therefore, patient had a lead revision to correct the lead protrusion. No further information could be obtained despite good faith effort.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4: correction to initial MDR.